Event description:
The customer stated that during lung function testing, some tissue of the filter was inhaled. According to the reporter, the pt had to cough very hard in order to remove the tissue out of the pt. The customer reported that there was no change in the pt condition due to the event and that no medical intervention was needed. Further investigation is ongoing.

Manufacturer narrative:
Returning of the device has been requested. If the device is received, it will be evaluated and a follow up medwatch will be submitted. Request for add'l info has been requested. The product, (B)(4) spirobac filter reinforced membrane x25 is not sold in us however, a similar design is distributed in the us under pn (B)(4) spirobac filter flow pack. The 510k number for the (B)(4) is k944124.